Event description:
Rptr had a fall at home and now one implant is ruptured and the other is leaking. Pt now has daily nausea, headaches, burning sensation and drooping implants. Rptr is now very upset because no one will help them including private physicians and attorney, as they have no money. Rptr is very anxious all the time.